Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The device was returned to the svc ctr for a report from the customer contact that the device alarmed error 105 (audible alarm test - buzzer on/off). The device passed all audio testing so this is not a reportable malfunction. However, during verification testing at the svc ctr, it was noted that the device battery was swollen.